Event description:
The customer reported that the image was not centered. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative recalibrated the camera and the collimator. The system was tested and found to be working as intended and put back in service.